Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the use of an obstetrical epidural it was observed that the catheter was not perforated. So the injection was impossible. It was necessary to use another device and thus the patient had 2 catheters inserted in a row.

Event description:
It was reported that during the use of an obstetrical epidural it was observed that the catheter was not perforated. So the injection was impossible. It was necessary to use another device and thus the patient had 2 catheters inserted in a row.

Manufacturer narrative:
Qn# (B)(4). The customer reported the catheter would not inject. The customer returned empty kit with one snaplock assembly and an epidural catheter. The returned components were received connected together. The returned components were visually examined with and without magnification. Visual examination of the returned snaplock assembly revealed the snaplock appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed the catheter appears used. Biological material can be seen between the inner coils and adhesive can be seen on the outer extrusion. No other defects or anomalies were observed. A functional flow test was performed on the returned sample per amrq-000017 section 7.8; rev. 10. The returned epidural catheter was inserted from the proximal end into the returned snaplock assembly until it bottomed out and the snaplock assembly was closed. The components were confirmed to be secured by tugging gently. The snaplock assembly was connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. Water could be seen immediately exiting the distal end of the catheter. The flow rate was measured at 9.2ml/min , which is within the specification of 1ml/min minimum. No blockages were found. A device history record review was performed on the epidural catheter with no relevant findings. The reported complaint of the catheter not injecting could not be confirmed based on the sample received. A device history record review was performed with no evidence to suggest a manufacturing related issue. The returned components passed a functional flow test and met flow rate specifications. There were no functional issues found with the returned sample.